Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, the grip cable on the micro bipolar forceps instrument broke, and the lung tissue was damaged which required repair. While it was speculated that the injury may have been caused by tissue manipulation, it remains unclear whether the cable break contributed to the complication. No bleeding was observed, and the tissue was repaired with sutures. There was no additional tissue removal as a result of the injury. No fragment fell into the patient's anatomy. The procedure was successfully completed robotically using a backup instrument. The patient did not experience any post-operative complications and was discharged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the micro bipolar forceps instrument for failure analysis evaluation. The instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.